Event description:
It was reported that shortly following the implant procedure, a remote alert was triggered for high, out of range (126 ohms) shock impedance from the right ventricular (rv) lead. Boston scientific technical services were contacted and recommended programming the impedance alert value of the device to a higher value to prevent alerts. Because all other measurements were stable and in range, continued remote monitoring was also recommended. The system remains implanted and in service. The patient was stable with no adverse consequences.

Event description:
It was reported that shortly following the implant procedure, a remote alert was triggered for high, out of range (126 ohms) shock impedance from the right ventricular (rv) lead. Boston scientific technical services (ts) was contacted and recommended programming the impedance alert value of the device to a higher value to prevent alerts. Because all other measurements were stable and in range, continued remote monitoring was also recommended. In (B)(6) 2021, another red alert for a high shock impedance measurement (144 ohms) was seen during a remote data review. The patient was seen in-clinic where provocative maneuvers did not elicit any noisy signals nor changes impedance measurements. Ts was contacted again and it was recommended to increase the shock impedance alert limit and continue with normal follow-ups. The system remains implanted and in service. The patient was stable with no adverse effects.